Event description:
It was reported that after a patient presented with pain, an MRI was performed and an oasys polyaxial screw was observed to be fractured post-operatively. Revision surgery was performed to remove the broken oasys screw. During surgery it was noticed that another screw was fractured on the right side. The broken tulips of both screws were removed, however, the surgeon was not able to remove the threads of both screws. The threaded part of the screws remained in the bone and new screws were placed parallel to the threads. This report represents the unknown screw.

Event description:
It was reported that after a patient presented with pain, an MRI was performed and an oasys polyaxial screw was observed to be fractured post-operatively. Revision surgery was performed to remove the broken oasys screw. During surgery it was noticed that another screw was fractured on the right side. The broken tulips of both screws were removed, however, the surgeon was not able to remove the threads of both screws. The threaded part of the screws remained in the bone and new screws were placed parallel to the threads. This report represents the unknown screw.

Manufacturer narrative:
Visual inspection via MRI confirmed that the screw had fractured, with the threaded portion of the shank fractured off. The fractured piece was left inside the patient. Device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the oasys IFU: the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. Contraindications: any abnormality present, which affects the normal process of bone remodeling including, but not limited to, severe osteoporosis involving the spine, bone absorption, osteopenia, active infection at the site or certain metabolic disorders affecting osteogenesis. The screw was implanted for a period of 10 months. The patient has osteoporotic soft bone and is described as very active. The revision revealed that the patient's fractures were still not consolidating. Based on the information provided, the root cause is multifactorial, with poor bone quality and lack of fusion along with the patient's activity level contributing to the screw eventually fracturing due to continued movement in the construct over time.